Event description:
It was reported that the battery of this implantable cardioverter defibrillator (ICD) was suspected to be depleting prematurely. The device was evaluated on 21 march 2022. Technical services review of device data confirmed the power consumption is slightly higher than expected. The estimated remaining longevity is likely to decrease faster than expected between follow-ups. As a result, device replacement within 90 days or more frequent monitoring was recommended. This ICD remains in-service at this time. No adverse patient effects were reported.

Event description:
It was reported that the battery of this implantable cardioverter defibrillator (ICD) was suspected to be depleting prematurely. The device was evaluated on 21 march 2022. Technical services review of device data confirmed the power consumption is slightly higher than expected. The estimated remaining longevity is likely to decrease faster than expected between follow-ups. As a result, device replacement within 90 days or more frequent monitoring was recommended. This ICD remains in-service at this time. No adverse patient effects were reported. Additional information was received. This ICD was successfully replaced. No additional adverse patient effects were reported.